Event description:
Information received from the field notes that the patient complained of symptoms similar to those when the device was in back-up vvi mode in june 2001. The device was successfully download at that time.